Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead exhibited a sudden increase in impedance. A rise in thresholds had also been reported. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was "failing." It was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was "failing." It was capped and replaced. It was further reported that there was elevated threshold, oversensing, and noise on the lead. Infection was noted and led to the implant being moved to the right side of the patient body. No patient complications were reported as a result of this event.